Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
In (B)(6) 2013, the device was implanted to a patient with inph. The surgeon gradually lowered the setting pressure from 100mmh2o to 30mmh2o during the period from (B)(6) 2013 to (B)(6) 2014. The patient's condition had been getting worse since (B)(6) 2014. Since the valve was found dysfunctional through contrast radiography on (B)(6) 2015, only the valve was replaced with another one (82-3162) at 120mmh2o on (B)(6) 2015. The patient is currently being followed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore, a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, on the seat of the ruby ball. Review of the history device records confirmed the valve product code ns9008 with lot cnlbh7, conformed to the specifications when released to stock on the 17th october 2012. The root cause of the problem is due to biological debris found on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.